Event description:
This is filed to report clip opening while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip was advanced to the mitral valve. The clip opened within 5 degrees during establishing final arm angle (efaa). Mr was not affected with the clip opening. The decision was made to deploy the clip. Mr was reduced to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the reported unintended movement (clip open - efaa) associated with clip opening the sub-5 degrees during efaa appears to be due to procedural circumstances (clip settling). There is no indication of a product quality issue with respect to manufacture, design, or labeling.